Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6). This report is being filed on an international product, architect hiv ag/ab combo, list number 4j27, that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed false nonreactive results for architect hiv ag/ab combo on the architect i1000 processing module, serial number (B)(6), for one patient. The sample was reactive by another method. The following results were provided: hiv: sid (B)(6) processed on (B)(6) 2024 architect result = 0.06(nonreactive) roche cobas result = 1.40(reactive). Sid (B)(6) processed again on (B)(6) 2024 architect result = 0.12(nonreactive) roche cobas result = 1.38(reactive). Architect hiv ag/ab combo (reference range = 1 s/co is reactive) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house sensitivity testing was completed. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 58507be00 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent for lot 58507be00 was identified.

Event description:
The customer observed false nonreactive results for architect hiv ag/ab combo on the architect i1000 processing module, serial number (B)(6), for one patient. The sample was reactive by another method. The following results were provided: hiv: sid (B)(6) processed on (B)(6) 2024 architect result = 0.06 (nonreactive) roche cobas result = 1.40 (reactive). Sid (B)(6) processed again on (B)(6) 2024 architect result = 0.12 (nonreactive) roche cobas result = 1.38 (reactive). Architect hiv ag/ab combo (reference range = 1 s/co is reactive) no impact to patient management was reported.